Manufacturer narrative:
A replacement unit has been received by the patient

Event description:
The patient reported an inability to tolerate the odor emitted by the assembly, concentrator, g4 device, describing it as having a burning or toxic smell. During an outing, she activated the machine but was unable to use it due to the odor. This caused her to experience shortness of breath and a sense of suffocation. The device did not emit any audible or visual alarms during the incident, and she had an alternative oxygen supply available. Upon follow-up, the patient confirmed that she did not need hospitalization and experienced no adverse health effects. She is currently stable, on continuous oxygen therapy at level 2, and doing well. A replacement unit was dispatched the following day and has been received by the patient. All necessary reporting submissions related to the event have been completed.